Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message in the general care area. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were no reproduced. The false alarms were confirmed through a review of the event history log. The downstream sensor and pusher were replaced as known contributors.